Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited a warning message, indicating a memory fault, during the initial interrogation. Afterward the ICD would operate as a shock-only device with only one zone available for programming. Vvi pacing was non-programmable at factory nominals. Tachy rate and duration were unaffected.